Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm and no blank display noted during test. The insulin pump as received with corroded battery tube, corroded battery tube spring contact, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display and battery out limit alarm. The customer's blood glucose level was unknown. The customer stated that they took a shower, rewound and the pump was off. The customer replaced the battery and received battery out limit alarm. The customer was advised to insert new (B)(6) batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.